Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt was experiencing symptoms of hemolysis, low flow conditions with alarms and elevated ldh and pfhg. It was also noted that the pt experienced some recovery which was evidenced by a ramp speed study which had been followed from time of implant. The lvad pump was explanted and not replaced.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.